Event description:
It was reported the surgeon had to scheduled removal of a plate to eventually add a level. The dr. Said that the mechanisms were both broken and could not loosen them the standard way. Also the surgeon said the plate had broken pieces of metal that had fallen off the plate and the surgeon had to remove several small pieces.

Manufacturer narrative:
Method: device history review; complaint history review; results: there were no details provided on the patient's health and/or lifestyle so the cause is unknown and multifactorial. Conclusion: the reported event of a screw backing out and the spring bar deformation on an aviator assy two level plate as confirmed by the parts provided resulted in revision surgery. Manufacturing files were reviewed and no incidents were found. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported the surgeon had to scheduled removal of a plate to eventually add a level. The dr. Said that the mechanisms were both broken and could not loosen them the standard way. Also the surgeon said the plate had broken pieces of metal that had fallen off the plate and the surgeon had to remove several small pieces.